Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noise. The lead was surgically abandoned and replaced with a new lead, but the generator remains in service. No additional adverse patient effects were reported.